Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected and was now at end of life (eol). Due to the eol status, the ipg could not be interrogated. The ipg remains in use; however, a replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and the implantable pulse generator (ipg) battery had reached normal elective replacement indicator (eri). The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected a setscrew issue had been causing high lead impedance measurements. The ipg was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.